Event description:
Event description guidant received information that this fineline lead was exhibiting ventricular noise with some capture issues. Lead appears to remain actively implanted. No information has been received regarding the outcome of this issue. Event will be re-evaluated if additional details are received.